Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the iol popped out from the cartridge. The speed of the iol delivery was too fast to follow the iol and the iol dropped into the vitreous cavity. The surgeon searched, but was unable to locate the iol. The surgeon reported that at the beginning of the insertion, there was no abnormality in the iol's position in the cartridge. When 1/3 to 1/2 of the optic was released in the eye, there was sudden resistance. The patient was transferred to another hospital for additional treatment. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).